Manufacturer narrative:
Clinical staff reported the event: was not life threatening, not related to permanent impairment of body function or body structure, did not necessitate medical or surgical intervention to preclude permanent impairment of body function or structure, and that patient did not require prolonged or special hospitalization. Clinician reported use of a blanket, and not a thin barrier, between patient and device, and that the blanket may have shifted during patient positioning. Other potential unknowns related to potential thermal or skin sensitivity event: whether gel pad/pressure reduction was used; whether device was adjacent to bare skin and if so for how long; types of device cleaners and patient's sensitivity to those; if blisters were in areas under pressurized bony prominences; whether pooling of surgical preparations were present in the heated area; whether the mattress contained folds/wrinkles during peg-board set-up and use. These are covered in device IFU. Patient warming mattress operates at a maximum of 39 degrees centigrade; surgical procedure of 98 minutes at this temperature should be well below any temperature/time condition for potential thermal injury. Company will re-request the return of this device in order to perform a safety and functional evaluation, and will request information relative to patient treatment and condition/prognosis. Requested device return for evaluation.

Event description:
Per clinical site information: patient underwent a right lateral total hip arthroplasty of 1 hour 38 minute duration. While on a pegboard in lateral position and in the recovery area, patient complained about burning pain over the non-operative hip. When patient was taken to their room, the pacu nurse noticed redness and a blister on the patient's left side. Md description: observed several blisters with surrounding skin erythema; a blanket was between the patient and the hot dog device, but it may have shifted when the patient was positioned up on his side.